Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to corrosion all over the belt node pca, including j702, j703, and j704. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.